Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material/dirt was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the subject device exhibited foreign objects in grip, control section, r/l knob, switch box, scope connector case (sc-case), plastic distal end cover (c-cover), light guide (lg) lens and connecting tube. There was no patient involvement.